Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient smelled something burning and power cord ac adaptor felt hot to the touch. He unplugged it and plugged it back in later and now it will not charge. No adverse patient events reported. Should additional information become available, it will be added to this file.